Event description:
This lead was implanted on (B)(6) 2004 and still remains implanted at this time. This was noted due to atrial lead impedance has been steady at 500-600 range, then for 2-2 1/2 months was >2000, now back down into the 500s (B)(6) 2011 did the same thing; sensing and thresholds are fine. Issues actually started in (B)(6) 2009. Patient has not had any external equipment attached. Technical service recommended doing isometrics while doing multiple pacing impedance measures and running paper to look for noise. Caller did pocket man and other isometric maneuvers, but didn't see any noise and all impedance measurements were in the 500s. Technical services suspects a very intermiitent issue - curious that it started shortly after device replacement. The physician was dr. (B)(6) in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).